Event description:
It was reported, the patient experienced a ¿loss of therapeutic effect.¿ it was stated, the patient ¿was not getting stimulation on the lower left side of his spine.¿ it was noted, the ¿stimulation seemed to be up 3-4 inches higher than before¿ and the patient was ¿not getting pain relief.¿ the patient was reported to have experienced ¿pain down both legs and his back as well¿ and that an ¿increase in stimulation did not seem to be as effective.¿ it was reported, the patient¿s therapy ¿changed around the time he had hip surgery on 2013 (B)(6) and 2013 (B)(6).¿ it was noted the patient¿s status was ¿unknown.¿ the patient was redirected to their health care provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 3888-45, lot# v704661, implanted: 2011 (B)(6); product type lead product ID 3888-33, lot# v744030, implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).